Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server system was pulling out wrong med ID. The customer stated that medication ID was correctly pointed at the server, but system was still pulling the wrong medication ID. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6 upon investigation of this incident. A technical support specialist confirmed that this issue had already been addressed by the customer and no further repair information was provided. No further action was required.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, even though the medication ID was correctly specified on the server, the system was retrieving the wrong medication ID. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.